Event description:
It was reported that the health care professional (hcp) requested review of reports from this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed presenting electrogram (egm) and found that there was noise due to electrocautery from an unrelated procedure on the same day that resulted in oversensing and stored ventricular events. No adverse patient effects were reported. Currently, this ICD remains in service.